Manufacturer narrative:
An olympus endoscopy support specialist has visited this facility and provided in-service training regarding the appropriate reprocessing of endoscopes. No products were returned to olympus for eval. If add'l and significant info becomes available at a later time, then this report will be supplemented. Olympus instruction and reprocessing manuals provide detailed info on how to reprocess endoscopes. The event occurred because the user facility was not following the MFR's instructions. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that the user facility was not reprocessing the endoscopes in accordance with the directions for use. The user facility personnel were reportedly not flushing the auxiliary water channel nor using the air/water channel adapter during pre-cleaning. Additionally, the facility was re-using single use cleaning brushes, improperly using detergent, and reusing detergent water for more than one endoscope, prior to placing the device in the facility's automatic endoscope reprocessor (aer). There were no reports of infection and cross contamination.